Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an avnrt(atrioventricular nodal reentrant tachycardia) ablation with a navistar catheter and the patient experienced heart block that required a temporary pacemaker. It was reported that while ablating near the av (atrioventricular) node, the patient went into heart block. Prior to coming on ablation, no his signals were seen on the intracardiac electrograms. When ablation was applied at 40 watts, the patient's atrium and ventricle were disassociated with each other. The physician put in a temporary pacer at the time. The patient was reported to be stable and was being observed to see if their node recovers. The medical team reported to have always had signals on the catheter, but that they did not see a his signal. They claimed that this did not mean the catheter was faulty but that they simply did not burn the his. After the ablation the patient had complete heart block. A permanent pacemaker was implanted. The doctor did not blame the catheter or the mapping system.

Manufacturer narrative:
On 18-mar-2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31407770m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).